Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer tested blood glucose (bg) level using the bg meter, and upon the initial test the customer's bg level displayed 570 mg/dl. To correct for the bg level, the customer delivered a 10 unit bolus. However shortly after, the customer retested the bg value and bg level displayed 110 mg/dl. At the time, the bolus had completed delivering, but the customer reported that the bolus request did not need to be delivered as the initial reading was inaccurate. At the time of the call, the customer was monitoring bg levels by eating candy bars and drinking a sports drink to prevent bg level from dropping low. The customer's blood glucose level at the time of the call was 184 mg/dl. The customer declined tandem technical support's offer to follow up to ensure bg levels were stable, and confirmed bg levels would continue to be monitored closely.